Event description:
Patient presented to the physician with pain at the ipg site and a shocking sensation in the tongue after a fall. Physician brought the patient into the operating room and removed the ipg, sensing lead, and a portion of the stimulation lead body.